Event description:
Caller reported that a cartridge was damaged and experienced the issue once. There was no adverse impact to the customer's blood glucose level. Caller successfully changed the cartridge and resumed insulin therapy.